Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. During the evaluation the databox of the ev1000a system failed the cvp accuracy test. It was also noticed that the panel pc had an issue with the serial number. The d-drive could not be accessed so it wasn't possible to enter in the serial number, which is a software failure. The panel pc issue was resolved be re-installing clonzilla. The databox issue was resolved by replacing the iso board. After the panel pc was reinstalled and iso board was replaced the device passed all functional tests. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. In this event the ev1000a system failed the cvp accuracy test when being tested which could lead to inaccurate values if the device was used on a patient. In this case there was no patient involvement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, with this ev1000 monitor, the software update could not be completed. After it was restarted, the factory settings were restored. There was no allegation of patient injury. The device was available for evaluation. During the evaluation it was found that the databox, failed the cvp accuracy test. If the device fails the cvp accuracy test, there is the potential to have inaccurate readings if the device was used on a patient.